Manufacturer narrative:
(B)(4). This medwatch report is in response to receipt of maude event report mw 5068259. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at the later date a supplemental medwatch will be sent. What was the date of the initial procedure? Can you obtain the product code from the surgeon? What was the surgeon opinion of contributing factors to the patient reaction? How was the area prepped prior to the procedure? Can you verify the name and product code of the suture used? Does the patient have any other medical / surgical history? What is the current condition of the patient? Can you obtain your mother¿s permission to contact her surgeon, in the event ethicon would like to contact the surgeon for more clinical information to be used for a product quality complaint investigation?

Event description:
It was reported that the patient underwent a removal of lipomas at the neck and below the left elbow on (B)(6) 2017 and the suture was used. Two days after the procedure, the suture site became inflamed as it burned. The condition continued worsen. It was also reported that the tissue between the sutures bulged, rash/hives were fire-engine red and spread beyond the suture sites. The patient experienced extreme itching and was prescribed oral erythromycin, benadryl polysporin and hydrocortisone cream. The redness has subsided only a little and the itching has subsided somewhat. There are also hard bumps in the tissue along the suture line. Additional information has been requested.